Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger indicator was flashing and the behavior persisted when tried with different outlets and plugs, indicating a charger malfunction. Symptoms included none, and blood glucose was reported as unaffected. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included customer-reported troubleshooting and confirmation that the issue reproduced across multiple power sources. Investigation of this case revealed a malfunction of the external power/charging component without impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.